Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. The vse instrument was analyzed and the complaint regarding a white filament at the jaws was confirmed by fa. Visual inspection was performed, and the instrument was found to have excessive lubricant at the grip tips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No damage to the grip tips were observed.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer noted a small white object that looked like plastic where the vessel sealer extend (vse) was. The camera was moved, and it was then noticed that the white piece was laying inside the patient. The white object was removed and no fragments remained. There was no harm or injury to the patient. There were no photographic images of the device or video recordings of the procedure available for isi review.

Manufacturer narrative:
The vessel sealer extend has been requested to be returned to intuitive surgical, inc. (Isi) for failure analysis testing. As of the date of this report, the product has not yet been received.